Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. The reported patient effect of atrial perforation , as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported atrial perforation (shunt) could not be determined. Based on the information reviewed, there is no indication of a product quality issue.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The mitraclip delivery system is filed under a separate medwatch report.

Event description:
This is filed to report the atrial septal defect (shunt). It was reported that on (B)(6) 2018, a mitraclip procedure was attempted to treat grade 4 degenerative mitral regurgitation (mr). The mean pressure gradient was 3mmhg. The steerable guide catheter (sgc) was inserted and the mitraclip delivery system (cds) was advanced to the mitral valve. There was no issue grasping; however, the mean pressure gradient increased to 7.5mmhg with each grasp. The clip was not implanted, and the mean pressure gradient returned to 3mmhg. When retracting the cds into the sgc, it only retracted half way into the sgc, the clip was caught on the guide tip. The devices were removed together. A shunt was noted in the septum, which was left untreated. No clips were implanted, mr remained at 4. Once the devices were outside of the patient, tissue was noted in the clip. Once the tissue was removed, the cds retracted fully from the sgc. No damage was noted on the soft tip of the guide. There was no reported clinically significant delay during the procedure. No additional information was provided regarding this event.